Event description:
It was reported via repair work order that the track has a broken wheel which can affect the chairs ability to engage stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.